Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tube there was clotting/micro clots/fibrin clots. This event occurred 9 times. The following information was provided by the initial reporter. The customer stated: "the sample coagulates after blood collection, the sample cannot be analyzed. The sample collected coagulates completely, there has been no issues during the phlebotomy and the tubes were inverted correctly."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 8-feb-2023. H.6. Investigation summary: bd received (B)(4) samples for investigation. The samples were evaluated by titration for edta content. 6 returned samples were analyzed for edta content; 2 out of 6 were out of specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. A related quality notification was found; however all affected product was scrapped. This complaint has been confirmed for an additive issue which would have caused the clotting issue reported. Bd determined that the root cause of the indicated failure mode was attributed to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tube there was clotting/micro clots/fibrin clots. This event occurred 9 times. The following information was provided by the initial reporter. The customer stated: "the sample coagulates after blood collection, the sample cannot be analyzed. The sample collected coagulates completely, there has been no issues during the phlebotomy and the tubes were inverted correctly."